Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted and returned for unknown reasons. Reliability assurance testing revealed an electrical problem with the defibrillator output circuit. A new device and lead system were implanted.